Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-jun-2015, an fse visited the customer to address the reported event. The fse began to troubleshoot with the customer and found that there was no pressure coming from the diluent bottle when running the diluent prime. Further evaluation found that the diluent tubes were loose. The fse tightened the tube and reran the prime successfully. The customer was able to run controls without any errors and the instrument was verified as operational. There was no further action required by fse.

Event description:
On (B)(6) 2015, a customer reported error 2105 diluent suction during run with their a1a-900 analyzer. The customer tried changing out tank filter and primed diluent several but when quality control (qc) was restarted, the error presented again. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.